Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # t5ea79. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. Only the causing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a low anterior resection, when the doctor shot the stapler and cheeked the anastomosis, he saw one part was open, without stapling. The surgery was not delayed to the reported event. The surgery was successfully completed. There were no patient consequences.